Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes with far field r wave over sensing. No out-of-range measurements and no symptoms were reported. A clinic follow up was recommended. The crt-d remains in service. No adverse patient effects were reported.